Event description:
It was identified that the column lift on the 9800 system intermittently does not lower. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. A column lift power supply needs to be replaced. The power supply will be replaced on a subsequent visit. Once replaced, it is believed that this will address the stated issue. If additional information should indicate otherwise a follow up report will submitted as required.